Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noisy baseline noted in iegms. Noise reported to be seen as early as (B)(6) 2024. Recommendations to evaluate lead further were given. Noise was not large enough to be oversensed by device. No impedance changes since implant were noted. Device remains implanted. Should additional information be received this file will be updated.